Event description:
Central monitor for 4th floor telemetry went down completely on 3rd and 4th floor. Unable to view patients rhythms for approximately 5 minutes. System rebooted and visibility (waveforms) returned. Confirmed correct patients appearing on screen.